Event description:
It was reported that a user experienced connectivity issues between a dexcom g7 sensor and the responsible device, resulting in signal loss without alerts or alarms; the sensor had been in use for four days and the agent instructed the user to toggle the g7 connection, restart, and re-enter the sensor code, after which pairing initiated. Symptoms included unavailable glucose readings due to intermittent communication. Outcomes included temporary loss of cgm data access. Investigation included guided troubleshooting and education to restore bluetooth pairing and device communication. Investigation of this case revealed that connection re-establishment occurred following software-level reconnection steps, indicating a communication linkage issue rather than a confirmed hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption resolved through standard reconnection procedures.